Manufacturer narrative:
Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into a blue screen. The users tried to reboot, but the blue screen persisted. The biomed found that the hdd had failed and was keeping the cns from booting up properly. The cns was showing hdd 0 error. The biomed removed drive 1, and then put drive 0 hdd in the drive 1 bay. The cns was able to boot up, and they were able to monitor patients. No hdd in the slot for drive 0 right now and will need to replace it. The customer ordered 2 new hdds and replaced them. The cns is working with the new drives. No patient harm was reported.